Manufacturer narrative:
Continued: e.1. Phone number: (B)(6), fax number: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "deflation", "folds", "waves", "rotation", "capsular contracture baker grade IV: breast is very hard, deformed and painful to touch" through ansm ( french national agency for the safety of medicines and health products). This record is for an unknown side. Device was explanted.